Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 399 mg/dl at 8 pm then delivered bolus and went up again to 441 mg/dl at around 11 pm but now at 140 mg/dl. Customer did not get alerts from insulin flow blocked. Customer stated they did not feel okay to troubleshot. The insulin pump will not be returned for analysis.